Event description:
Information received from a manufacturer representative regarding a patient receiving bupivacaine (7.5 mg/ml at 3 mg/day) and morphine (30 mg/ml at 12 mg/day) via an implanted pump. Indication for use was noted as non-malignant pain and chronic low back pain. It was reported that the patient reported hearing a pump alarm on (B)(6) 2016. An alarm test was done and the patient reported that it was not the sound they heard. The event logs were obtained and there was no history of a current or previous pump alarm. The healthcare provider (hcp) reported that the pump was refilled at (B)(6) 2016 and a volume discrepancy was noted. The expected residual volume (erv) was 2.7 ml and the actual residual volume (arv) was greater than 9 ml. It was the first time there had been such a discrepancy. The patient had reported increased pain. It was reported that the hcp and the physician would continue to monitor. Additional information received form the hcp reported that the cause of the increased pain and volume discrepancy was not determined. It was noted it would be watched at the next refill. It was noted that the patient was stable.

Manufacturer narrative:
(B)(4)..

Event description:
Post laminectomy syndrome was reported as additional medical history. It was reported that the patient was seen in the physician's office again on (B)(6) 2016. The pump was interrogated but not reprogrammed. The expected reservoir volume was 39.5 cc. No pump alarms were identified. The patient had follow up appointments scheduled for (B)(6) 2016 and (B)(6) 2016. The low reservoir alarm date was (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.